Manufacturer narrative:
The microscopic inspection revealed that the tube was clearly torn out. The spot of separation showed characteristics of a strong non-axial tensile stress. The problem mentioned by the customer is related to mishandling of the product by the customer.

Manufacturer narrative:
The incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.

Event description:
On (B)(4) 2013, it was reported that the pt changed her infusion set and her blood glucose level was 180 mg/dl at 9:00 pm before she went to bed. At 6:45 am, the following day, she noticed that the infusion tubing was separated from the luer and her blood glucose was elevated to 400 mg/dl. The pt changed the infusion set and was able to correct the elevated blood glucose level. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion set was requested to be returned for product evaluation.